Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
During a demo, the customer had the following complaints: "insufficient image quality in the 3d display: multiplanar 3d imaging is currently not at the level of comparable systems from the market leaders (philips, ge). The imaging of fine structures such as chordae or leaflets is not sufficiently differentiated, particularly in right cardiac interventions. In several cases, the device became entangled in the chordae, which poses a potential risk to the valve structures and therefore to patient safety." The system was swapped to another system during a high risk exam (tee) due to poor image quality and visualization of the transducer. There is potential of patient injury where poor image quality can cause the transducer to get close to the subvalvular apparatus/ interferes with chordal structures during the implant positioning.